Event description:
Customer reported poor image quality. Images are distorted.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in the lemo connector receptacle. System operates as intended.